Event description:
It was reported that 1 week after a lap chole, which was considered successful with no complications, the pt was readmitted with abdominal pain and jaundice. Free fluid was in the abdomen. During an exploratory procedure, the cystic duct was leaking, 1 clip was off and floating in the bile duct. One clip was hanging off of the tissue and partially closed. The surgeon xrayed by cholangiogram to insure the pt status, flushed the site, clipped and closed the cystic duct. Pt was admitted to ICU.